Event description:
During the stent assisted embolization of an unruptured left opthalmic artery aneurysm, the patient suffered an in stent thrombosis. The patient was given three 2mg doses of tpa with little change in the thrombus. A 0.25mg/kg of reopro was administered intravenously and the thrombus resolved. In the physician's opinion, it was related to the stent. The final angiogram confirmed the complete resolution of the thrombus and revealed the occlusion of the aneurysm with no significant filling. There was no clinical consequence to the patient due to the thrombus.

Manufacturer narrative:
Other for no allegation of product malfunction or non conformance contributing to the reported event.